Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited intermittent right ventricular (rv) oversensing. No pacing inhibition and no out of range measurements were reported. Technical services (ts) was consulted and noted the intermittent oversensing was from the intrinsic t-wave. The device appeared to be functioning as programmed. Additionally reprogramming options to the right ventricular (rv) lead and right atrial (ra) lead were suggested to address the observed oversensing. This device remains in-service at this time. No adverse patient effects were reported. Additional information was received. The patient was involved on a vehicle accident which resulted in broken ribs. The patient was admitted to hospital were suspected right ventricular (rv) lead noise was reported. This device remains in-service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that pacemaker exhibited intermittent right ventricular (rv) oversensing. No pacing inhibition and no out of range measurements were reported. Technical services (ts) was consulted and noted the intermittent oversensing was from the intrinsic t-wave. The device appeared to be functioning as programmed. Additionally reprogramming options to the right ventricular (rv) lead and right atrial (ra) lead were suggested to address the observed oversensing. This device remains in-service at this time. No adverse patient effects were reported.